Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the patient is receiving their alerts too late. No additional patient or event information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. A manual test was performed and there was vibration omitting from the device. A review of the downloaded data log did not find any errors related to the customer complaint. The customer's complaint was not confirmed. A root cause could not be determined.